Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a low out of range shock impedance measurement of 0 ohms for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed attempting to find a possible source of electromagnetic interference (emi). Attempts to receive further information were unsuccessful. At this time the rv lead and ICD remain in service and no adverse patient effects were reported.